Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during use the ht70 plus ventilator respiratory frequency was represented more than the setting in 5 minutes. The patient did not have spontaneous breathing. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm/injury reported as a result of this event.